Event description:
Potential for injury associated with a broken frame on a ta4 manual wheelchair. This event could cause possible product instability and potential for not permitting the chair to maintain its intended weight-bearing status.